Event description:
The manufacturer received information that a trilogy ev300 failed diagnostic testing. There was no harm or injury reported. On device evaluation, it was determined the 3-way solenoid valve and the proportional valve would require replacement to address the failed testing issue. The valves were replaced and the device then passed all system testing and was returned back to the customer for use.